Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of vancomycin was confirmed during the investigation and is being attributed to use error. The facility reported a drug concentration of 1500mg/250ml; however, the log review confirmed that the user programmed a vancomycin infusion with a concentration of 1500mg/500ml. This resulted in an infusion rate of 333ml/h instead of the intended 166.66ml/h, and was allowed to infuse for 55 minutes. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The event was reported to have occurred on 08 december 2025, at 4:53 pm. The pump module and pcu logs were downloaded to ascertain event details associated with the reported complaint. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event log, on 08 december 2025, at 4:52 pm, the pcu was powered on, and an infusion of vancomycin was programmed with the following parameters: drug amount of 1500mg, diluent volume of500ml, dose of 1500mg, concentration of 3mg/ml, rate of 333.333ml/h and volume to be infused (vtbi) of 500ml with a expected duration of 1 hour and 30 minutes. At 5:25 pm, the user paused the infusion with a primary volume infused recorded of 179ml. Then the user restarted the infusion. Between 5:41 pm and 5:47 pm, the suspect pump module alarmed ¿occluded patient side¿. The user pressed paused, then channel selected twice. The user pressed channel off, with a pvi recorded of 269.064ml. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Bo alaris system user manual (v12.3.2), states within warnings and cautions "do not touch the administration set while closing the door." Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported over infusion of vancomycin is being attributed due to use error. The facility reported a drug concentration of 1500mg/250ml; however, the log review confirmed that the user programmed a vancomycin infusion with a concentration of 1500mg/500ml. This resulted in an infusion rate of 333ml/h instead of the intended 166.66ml/h and was allowed to infuse for 55 minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of vancomycin (1500mg/250ml). The routine 250ml of vancomycin was intended to infuse over 90 minutes. However, the medication was found to have infused within 60 minutes. The event occurred at approximately 1653. There was patient involvement, but no harm reported.